Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing severe headaches, nausea, sinus infections diagnosed twice in the last 6 months, shortness of breath and asthma. The patient alleges that the device is noisy, fails to power up, gets hot and has a strange smell. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.